Event description:
It was reported that the customer experienced a high blood glucose level of 500 mg/dl. The customer had previously called the hot line because he received a no delivery alarm. He contacted his health care provider because of his high blood glucose levels and was advised to change infusion set and reservoir. The customer tried to treat his high blood glucose with three units of insulin from his insulin pump but it did not work. Therefore, he used manual injections to treat his high blood glucose level. While troubleshooting air bubbles and a bent cannula were found. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.